Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the 13-year-old patient uses an aid system (control-lq from t: slim insulin pump), was admitted to the hospital due to diabetic ketoacidosis (ph 7.1). The patient¿s mother, reported that two dexcom g7 sensors used consecutively prior to admission had consistently shown values in the mild hyperglycemia or normal range despite pronounced hyperglycemia. However, the actual blood glucose levels were significantly higher. The discrepancy was only detected by a capillary control measurement at a time when the patient was already developing clear clinical symptoms. Even after switching to another sensor, the values continued to be discrepant. The necessary countermeasures could only be initiated after the patient had already gone into ketoacidosis decompensation. The patient had to be stabilized with intravenous insulin and fluid replacement. The sensors were removed. At an unspecified time of the event the cgm was reading 150 mg/dl and the blood glucose reading was 300 mg/dl. At the time of the report the patient was good and discharged from the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.